Event description:
It was reported that on (B)(6) 2025, a patient experienced a "line blocked" alarm. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The complaint of a line blocked alarm can be confirmed based on the condition of the returned cannulas, the probable cause is unknown. The returned, both of the cannulas are observed to be bent 90° from its intended orientation. The adhesive pads are present, in a used condition. No other anomalies or damages were observed.